Event description:
The customer reported erroneous high na (sodium), k (potassium), cl (chloride) and/or calc (calcium) results for two patient samples were generated when using the unicel dxc 600i synchron access clinical system. The erroneous test results were not reported out of the lab. When the issue was noticed, the samples were repeated on another dxc in the lab and those results reported. There was no death, injury or affect to patient treatment. (B)(6).

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and performed initial service of disassembling the flow cell, soaked tip in reference solution; cleaned flow cell and replaced carbon bridge and carbon dioxide (co2) membrane. The fse evaluated and serviced this analyzer on subsequent dates and replaced multiple parts: (B)(4) 2014 - replaced the ratio pump. (B)(4) 2014 - found no failure mode for a sodium qc issue, and incidentally replaced the chloride (cl) electrode tip. (B)(4) 2014 - replaced the eic (electrolyte injection cup) valves, cleaned the flow cell, and replaced the sodium (na) reference electrode and the mc (modular chemistry) syringe drive. Identification of failure mode: failure mode is unknown. Multiple parts were replaced and actions taken, any of which could have caused or contributed to the issue.